Manufacturer narrative:
(B)(4) it has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Could you please open a complaint. The nurse went to increase the patients dose as they were a bit stiff and recalled that the original refill date would have been (B)(6). After the increase in dose the refill date moved forward to (B)(6) instead of moving back as you would expect with an increase in dosage. The fls does seem to be working as she stated at the refills she is getting back the amount indicated upon interrogation of the pump. Here are the rest of the transaction logs for the most recent request I just sent. Medstream pump (B)(4) implanted (B)(6) 2013. Date of occurence and notification was (B)(6) 2016. No harm to the patient at this time, dosage was increased. The account is basic home infusion in(B)(6), I do not have an account number. No the device will not be returned at this time

Manufacturer narrative:
Upon completion of the investigation it was noted that the on (B)(6) 2016, the transaction logs of pump (B)(4), from (B)(6) 2014 to (B)(6) 2016 were sent to codman and were analyzed: the medstream system operates as intended, according to the transaction logs and indications that were provided. No discrepancies were noted between the volume calculated based on the programmed flow rate and the volume measured by the fls. However, it was observed a difference of 7 days ((B)(6)) in the ¿next refill date¿ before the dose change of (B)(6). This difference can be explained by the technical review below: the calculation of the ¿next refill date¿ is based on the programmed daily flow and on the last fill-level sensor (fls) measurement of remaining drug volume in the reservoir. It is recalculated at each pump interrogation with an fls measurement, and updated with the new remaining volume value measured by the fls. Next refill date = current date + [(drug volume in the reservoir ¿ 3 ml) / program daily flow rate] ¿ 5 days. The complaint was not confirmed, the difference of 7 days in the ¿next refill date¿ was not connected with the daily dose increase. The device history record of product code 91-4201us, lot cmhc3v; serial number (B)(4) was reviewed and confirmed that the product was conformed to the specifications when released on july 13, 2012. The complaint was not confirmed based on the transaction logs. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.